Event description:
It was reported that there was a loss of stimulation/therapeutic effect. Impedance testing and x-rays were performed. It was determined that there were high (>4000 ohms), low (<(><<)>50 ohms), and ¿???¿ error values on electrodes c, 0, 1, 2, and 3. It was stated that all electrodes showed damage. The lead and implantable neurostimulator (ins) were explanted on the day of the report, with the intent to replace in the future.

Manufacturer narrative:
Product ID 3889-28, lot# v204342, implanted: 2009 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3058, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 3093-28, lot# v007069, implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the damage to the patient¿s device could be traced to a fall she experienced the year prior. The reporter confirmed that the system was replaced on (B)(6)-2014. To the best of the reporter¿s knowledge, the impedance issue and loss of effect resolved following replacement. The patient was doing fine and responding well to the replaced device.